Manufacturer narrative:
(B)(4).

Event description:
It was reported that interrogation of the implantable cardiac monitor could not be established with the use of an external patient activator. The device was returned without use.